Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported there was exteriorisation of the device that had caused an infection. Neurostimulator migration was noted. Interventions involved the neurostimulator being explanted/replaced on (B)(6) 2017. There was conflicting information reported as it was indicated the device disposition was that it remained in the patient. The event had resulted in in-patient hospitalization, an urgent care visit and an unscheduled office visit. Diagnostic methods included the patient reporting the event on (B)(6) 2017. Etiology was reported as related to the device or therapy and not related to the implant procedure. It was reported the event required in-patient or prolonged hospitalization and resulted in medical or surgical intervention to prevent a life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome was considered ongoing. Follow-up will be performed to clarify the interventions involved (whether the device was explanted/replaced or remained in the patient).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the event resolved without sequela on (B)(6) 2017.

Manufacturer narrative:
Describe event or problem was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported there was exteriorisation of the device that had caused an infection. Neurostimulator migration was noted. Interventions involved the neurostimulator being explanted/replaced on (B)(6) 2017. There was conflicting information reported as it was indicated the device disposition was that it remained in the patient. The event had resulted in in-patient hospitalization, an urgent care visit and an unscheduled office visit. Diagnostic methods included the patient reporting the event on (B)(6) 2017. Etiology was reported as related to the device or therapy and not related to the implant procedure. It was reported the event required in-patient or prolonged hospitalization and resulted in medical or surgical intervention to prevent a life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome was considered ongoing. Follow-up will be performed to clarify the interventions involved (whether the device was explanted/replaced or remained in the patient). No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a healthcare professional from a clinical site clarified that the report of exteriorsation of a device causing an infection was that the exteriorsation of the neurostimulator had caused an infection. Diagnostic methods also included laboratory testing that identified staphylococcus capitis on (B)(6) 2017. It was further clarified that the infection was an implant site pocket infection. It was reported the device had not been explanted, just repositioned. Additional information received a day later indicated the stimulator was actually explanted.